Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing disconnected from the site and the patient's blood glucose level at the time of this event was 367 mg/dl. Subsequently, the patient was able to resume insulin delivery by changing infusion sets. Reportedly, the patient did not notice any damage when the package was first opened. No further information available.